Event description:
Additional information has been requested and received which indicated the event occurred during a vitrectomy procedure. There was a system intraocular pressure (iop) drop and the patient experienced hypotonia. The system tested as normal and there was no pressure issue when the three way stop cock was not connected. The system iop control was also disabled. There was no system message displayed. The case was completed using the same system with no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event. The fluidics module was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported intraocular pressure issues with the ophthalmic surgical system. A company representative adjusted the surgeon settings and the issue was resolved. Additional information has been requested but not received.